Event description:
Pt's nurse called lfs on behalf of the pt and alleged that her meter would not power on. The pt stated that the last time she tested on her meter was yesterday and the result was 7.2 mmol/l. The pt dropped the meter off with her nurse to try to resolve the issue. The pt did not report any harm or injury. No medical attention was reported. The technique used was correct and the test strips were in good condition. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.